Manufacturer narrative:
Device evaluated by MFR: the delivery device was received trapped inside an introducer sheath. The distal section of the balloon was protruding out through the sheath. An examination of the sheath found that it was stretched. It was not possible to pull the device back through the sheath. However, after applying some force it was possible to pull the balloon back out from the distal end of the sheath, in order to expose the balloon section of the device, for examination. The balloon appeared not to be refolded correctly at its distal end, which would have contributed to the difficulties experienced in attempting to withdraw the balloon through the sheath. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during an iliac stenting procedure, difficulty removing a catheter occurred. Vascular access was obtained via femoral artery. The 90% stenosed target lesion was located in the non-tortuous left proximal iliac artery. A non-bsc sheath was placed and the lesion was predilated with an unspecified charger balloon catheter. A 10.0x40x75cm express ld iliac / biliary stent was advanced and the stent was successfully deployed. After stent deployment, the balloon was deflated but did not fully rewrap enough to be removed through the sheath and became stuck. The whole system removed including the sheath. Another sheath was placed without losing access to the vessel. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during an iliac stenting procedure, difficulty removing a catheter occurred. Vascular access was obtained via femoral artery. The 90% stenosed target lesion was located in the non-tortuous left proximal iliac artery. A non-bsc sheath was placed and the lesion was predilated with an unspecified charger balloon catheter. A 10.0x40x75cm express ld iliac / biliary stent was advanced and the stent was successfully deployed. After stent deployment, the balloon was deflated but did not fully rewrap enough to be removed through the sheath and became stuck. The whole system removed including the sheath. Another sheath was placed without losing access to the vessel. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).